Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to challenging anatomical conditions. The patient's effects and treatment appear to be related to circumstances of the procedure. The patient effects of vascular injury is listed in the prostyle instructions for use as a potential adverse event associated with use of the suture mediated closure devices. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the prostyle device got stuck but was eventually able to be removed. The foot plate was difficult to close but was able to be closed prior to removal. Tissue damage occurred. Tissue was noted around the footplate. The prostyle device was removed as a single unit, with no device separation noted. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to 14f and the tavr procedure was completed. Hemostasis was achieved with the pre-placed sutures. No treatment was required for the tissue damage as the vessel looked and closed well. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.